Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on january 2, 2019, it was reported that the device had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) ten times as documented in the repair reports in livelink. The last repair was november 13, 2018 where it was reported that the device was producing an incomplete mesh and the bushings, side plates, damaged comb, and roller gear were replaced. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was november 13, 2018 where it was reported that the device was producing an incomplete mesh and cutter produced an incomplete mesh and was deemed non-repairable. Product review of the skin graft mesher on january 10, 2019 revealed that the calibration was within specifications and produced a passing sample mesh. The roller gear had visible damage. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable even after the collars and gears were replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 10, 2019 which included replacement of the roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the 1.5:1 and 2:1 ratio cutters both produced an incomplete mesh and were deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 1.5:1 and 2:1 ratio cutters both produced an incomplete mesh and were deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had an incomplete mesh. This occurred on a cadaver, so there was no harm. No adverse events were reported as a result of this malfunction.